Event description:
User alleges three events of cuff leakage with same patient in the past month. Unit was pretested per the instructions for use. No intervention needed beyond replacement of tube. No difficulties were noted during trach change and no problem after the trach change.

Manufacturer narrative:
Results evaluation codes (other): the sample has been returned for this event. If the results show anything other than the below explanation then a follow up report will be submitted. Review of the manufacturing records, a possible lot, revealed no problems during manufacture. A further review of manufacturing records confirmed the presence an inflation check carried out on 100% of this product line prior to packaging. Per reporter, they have also have had similar events, with a bivona tracheostomy tube, with this same patient. Due to history of this type of report, root cause likely due to patient anatomy. It is stated that the units were tested prior to use and only became deflated after more than an hour in use. As such, this incident is unlikely the result of an assembly fault. We have determined the root cause for this incident is that the cuff became scratched during insertion through the stoma and subsequently punctured following insertion. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced.